Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that that implantable cardioverter defibrillator exhibited under-sensing. No interventions were performed. Patient condition was stable.